Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019. The customer blood glucose level was 378 mg/dl at the time of incident and the current blood glucose level was 101 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as pain from both arms and chest, nauseated, diabetic ketoacidosis. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was alleging insulin pump was under delivering. Customer declined to perform a carelink upload. The blood glucose value from reported event was 324 mg/dl. Sensor glucose value from reported event was 230. Sensor glucose value and blood glucose value difference was 94. Sensor glucose value and blood glucose value difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.